Event description:
The customer contact reported the device touchscreen was out of calibration. The device was returned to the biomedical department for an unspecified reason. No specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was out of calibration. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device touchscreen was out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.